Manufacturer narrative:
H10: the affected device was returned back to the manufacturer site for repair. The reported issue could not be confirmed and the device was found to be working within specification thus it was sent back to the customer. It cannot be ruled out that an hospital gas supply issue may have led to the reported event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gasblender system was giving an error code associated to a discrepancy between the set and the actual gas output values during setup. There was no patient involvement.